Event description:
Healthcare professional reported right side "rupture", "rare sparse calcifications", "lobulated contours" and "hyperechogenic nodule in the axillary extension / qsl, with a "snowstorm" appearance, measuring 10 mm in the shortest axis." Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ calcification : no observed. ¿ granuloma : unable to observe as it is a medical event that is not related to the device. ¿ crease/folding of implant: no observed. ¿ silicone migration : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "rupture", "rare sparse calcifications", "lobulated contours" and "hyperechogenic nodule in the axillary extension / qsl, with a "snowstorm" appearance, measuring 10 mm in the shortest axis" device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿snowstorm-like nodules in both armpits¿, "hyperechogenic nodule in the axillary extension / qsl, with a snowstorm appearance, measuring 4 mm in the shortest axis¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.